Manufacturer narrative:
No product code available. Therefore jwh was used. According to our reevaluation, this event is considered reportable for the following reason: changed to reportable to us due to revision surgery. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with ae-qas-k521-99 - (unknown vega knee implant). According to the complaint description, the screw came loose from one knee, which was placed in the patient during bilateral knee surgery. The other knee was not affected. It is unknown which knee the screw dislodged from. A revision surgery was necessary. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).